Event description:
Status post antegra plate and screw implantation: patient returned to surgeon, x-ray showed a broken screw. Patient will not be revised at this time.

Manufacturer narrative:
Additional information has been requested. Hardware not removed. Synthes is unable to provide the manufacturer, PMA/510(k) number and the date of manufacture without a lot number and/or part number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.